Manufacturer narrative:
Additional: it has since been reported that the patient underwent revision surgery on (B)(6) 2019 to remove the cover screw and placed a new abutment. It was also reported that the patient has a history of diabetes and osteosis. This report is submitted on april 1, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss. Revision surgery is planned but has not taken place as of the date of this report.